Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2015 allegedly due to metallosis. The acetabular cup, modular head, and taper adapter were removed and replaced.